Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted. During the post implant effusion sweep, transesophageal echocardiography (tee) imaging revealed that there was a pericardial effusion present and growing. The physician placed a pericardial drain via the subxiphoid approach which yielded about 750ml of blood without it slowing. The physician consulted with the cardiothoracic (CT) surgeon and the patient was taken to surgery and had a pericardial window placed. Approximately, 100ml of blood was drained to resolve the effusion. The patient was stable and in the intensive care unit (ICU) for recovery. There were no further patient complications reported.

Manufacturer narrative:
H6: patient code added. H6: evaluation conclusion code updated.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx closure device was implanted. During the post implant effusion sweep, transesophageal echocardiography (tee) imaging revealed that there was a pericardial effusion present and growing. The physician placed a pericardial drain via the subxiphoid approach which yielded about 750ml of blood without it slowing. The physician consulted with the cardiothoracic (CT) surgeon and the patient was taken to surgery and had a pericardial window placed. Approximately, 100ml of blood was drained to resolve the effusion. The patient was stable and in the intensive care unit (ICU) for recovery. There were no further patient complications reported.